Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration following a car accident. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post procedure.